Event description:
Rupture of a dialyzer on its 14th use. Ebl 100 cc. Treatment was resumed with a new dialyzer without further incident. Sample was discarded by the facility. The dialyzer was reprocessed with formaldehyde and bleach.